Manufacturer narrative:
A correlation between the device and the reported multi-organ failure could not be conclusively determined as the device was not available for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 8 days. The device is not available to be returned to the manufacturer for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 8 days post-implant, it was reported that the patient developed multi-organ failure. The patient¿s family requested to stop treatment as the patient was in poor condition and the patient expired. It was also reported that no device performance issues were observed. No further information was provided.